Event description:
Previous medwatch sent (mfg report number: 2523190-2014-00060). This is a second event in which the retractor was not holding the sternum apart, kept jumping and handle appears very loose used on the same patient mentioned in previous medwatch. (B)(6) 2014: (B)(6) office reports that the surgeon was about to perform a bypass procedure on a child. The event occurred almost immediately when the retractor was put into the sternum. It was removed, a sterile replacement retractor was available. There was no harm to the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.